Event description:
Physio-control is investigating a failure of a lan/ethernet oscillator on the sbc (single board computer) from the system pcba assembly. The component malfunction might interrupt a normally operating device after powering on by locking up, the display may become blank or frozen, and the controls unresponsive. The device would not be able to provide defibrillation therapy in the above condition. Normal device operation may return spontaneously; or when the device is power cycled by forcing the unit to turn off with a 5+ second push of the on/off button; or by removing and reinstalling the installed batteries. However, the device may subsequently lock up again. There is no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.